Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the up arrow button on the insulin pump is unresponsive. Customer's blood glucose level at the time 234mg/dl. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Insulin pump had an intermittent up arrow button due to corroded keypad traces. Insulin pump had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and missing end cap sticker.